Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery. The 3.5x23mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent was deployed at nominal pressure without issue. However, during deflation, resistance between the deployed stent and delivery system balloon was felt. The balloon was fully deflated and removed from the patient without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.